Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were provided.. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states they experienced collection volume underfill (did not reach to the fill line; not even close to 90%.